Event description:
It was reported that the user experienced a leaking insulin cartridge chamber while using the ilet system, which coincided with elevated blood glucose readings and a high glucose alert; after the family noticed the leak during inspection, they replaced the supplies and glucose levels stabilized. Symptoms included fatigue, irritability, and increased urination consistent with hyperglycemia. Outcomes included transient hyperglycemia with a reported maximum blood glucose of 600 mg/dl and no hospitalization. Investigation included user education on contacting support for supply issues and documentation, along with troubleshooting steps that involved replacing the cartridge and related supplies. Investigation of this case revealed a suspected cartridge leak at the cartridge chamber, consistent with a device component leak affecting insulin delivery, with resolution after supply change. It was concluded, based on previously established findings for similar reports, that the cause was a probable cartridge or cartridge-chamber integrity issue leading to inadequate insulin delivery.